Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open radical gastrectomy, the stapler was used for anastomosis of esophagus and jejunum, and fired normally. After removing the stapler, it was found that the staple line was bleeding. After examination, it was found that there was staple line incomplete and several staples were not closed completely in the outer ring. The surgeon manually oversew the staple line to resolve the issue and complete the case.